Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto off alarm. However, the contact was unable to provide any additional information on the issue. Tandem technical support educated the customer on the pump's auto off safety feature and advised the customer to consult with the healthcare provider prior to modifying the setting. Additionally, the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. Although requested, no additional information was provided by the customer. There was no reported adverse impact to the customer's blood glucose level.